Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and a heart attack on (B)(6) 2018 with blood glucose was 600 mg/dl. Customer¿s current blood glucose is 193 mg/dl. The customer was treated with hospitalization. Customer reports they have contacted their healthcare professional regarding the high blood glucose. The customer was wearing the insulin pump during the hospitalization. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. Reasons why customer alleges pump is under delivering: had disconnect and bolused but did not see a delivery. Customer declined to perform the high pressure test and run self-test which was passed. The insulin pump will not be returned for analysis.